Event description:
Elderly male with history of unstable angina. Procedure: heart catheterization. The tip if the sheath's dilator is closed off. Unable to use on patient. Another dilator used without problem.